Event description:
It was returned to distribution center in the state that it damaged. The subsequent surgery was not affected. No adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.